Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A medtronic startright reported via phone call of high blood glucose readings and hospitalization. The customer's blood glucose reading was unknown. The customer's wife stated that the customer was hospitalized for diabetic ketoacidosis. The customer was advised to call back when he gets out of the hospital.